Event description:
Consumer claimed that she had a highly allergic reaction to the flossers. She got hives from her neck down to her waist. Stated there was nothing irregular about this package from appearance. Stated she believes it is the whitening additive which the consumer would be allergic to.

Manufacturer narrative:
This report is unconfirmed, and was reported by a third party. The product was not returned to the MFR for evaluation, so an investigation cannot be completed and we have no consumer information. The "whitening additive" referred to in the complaint consists of silica, a natural mineral which has proved to be safe and is an ingredient that is generally recognized as safe (fras). Although no medical attention was sought for this event, it is being reported because allergic reactions can possibly lead to a life threatening situation requiring medical intervention.